Event description:
It was reported by the rep that when (1) prw35 skin stapler was used after an abdominal aortic aneurysm repair the stapler did not form properly. Another device was used to complete the case with no consequence to patient.